Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient reported experiencing muscle spasms affecting her right arm and shoulder which extended from her ear to her fingertips. The patient reported that the symptoms developed and worsened over several days. On (B)(6) 2026, the patient went to the emergency room (ER) as she stated her symptoms were like those she experienced with previous heart attacks. The patient also stated she had a history of carpal tunnel syndrome. At the ER, the patient was treated with IV morphine for the pain. The patient was discharged from the ER after being there for less than 24 hours. The patient was calling to inquire about whether the dexcom could cause any of the symptoms she was experiencing. The patient was still experiencing muscle spasms at the time of report. Attempts to reach the patient for further event details were unsuccessful. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional customer or event information is available.